Event description:
--

Event description:
Boston scientific received information that during a routine follow up this device had triggered elective replacement indicator (eri) a few months ago. A previously follow up in (B)(6) 2011 did not show indication of the battery nearing eri. An allegation of premature battery depletion was made. The patient is scheduled for a device changeout procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
The device was explanted, but not returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information noted that this device was returned for analysis, upon analysis this investigation will be updated.